Event description:
The customer reported discrepant modular glucose (glum), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (ca) results, for two patients, and modular chemistry (mc) reagent low in reaction cup system message involving the unicel dxc 800 synchron system. Subsequent analysis of the patients' samples, on an alternate unicel dxc 800 system, recovered values that did not correlate with the initial results. The initial results were not reported out of the laboratory. There was no patient impact associated with this event. The customer indicated quality control (qc) and assay calibration passed within specifications prior to the event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the sample syringe and probe, and the clot detector. Additionally, the fse performed routine cup, cap piercer and ion selective electrolyte (ise) maintenance and completed all alignments. The instrument conformed to the manufacturer's published specifications.